Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received a possible inappropriate shock and presented to the emergency room. A transmission of the implantable cardioverter defibrillator (ICD) device was unable to determine the rhythm as ventricular fibrillation (vf) or an atrial arrhythmia with rapid ventricular response (rvr). It was also noted that the right atrial (ra) lead exhibited suspected occasional undersensing. Follow-up with the clinic yield no additional information. The device and lead remain in use. No further patient complications have been reported as a result of this event.